Event description:
On feb 29, 2008, the lay user/pt contacted lifescan alleging a display issue (segments missing) with her one touch ultra meter. The medical affairs specialist (mas) was unable to contact the pt by phone for add'l info. The following info was obtained from the customer care advocate's documentation. The pt indicated that the display issue first began in 2008 around 6pm. She denied taking any actions in regards to his diabetes treatment as a result of the display issue. Later at an unspecified time, she reportedly developed symptoms of feeling sweaty, incoherent and weak. She did not test on any other devices and denied receiving any medical intervention as a result of the display issue. It would have been helpful to know how often the pt usually tests on her meter and if the pt takes any medications for her diabetes. It would also be helpful to know if the pt had a backup meter and what events led to the pt's symptoms, such as his activity levels, meals, medications, and previous meter readings. The pt denied receiving any medical intervention so it would also be helpful to know if the pt suffers from any other health conditions. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms of feeling sweaty, incoherent and weak after the display issue (segments missing) started. These symptoms can be associated with severe hypoglycemia. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.